Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently unresponsive. Investigation also revealed that there was contamination found under the ok button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/31/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2014 with the following findings: the keypad cover was found to be torn at the down arrow button. During testing, the ok keypad button was found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the ok key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).